Manufacturer narrative:
Report indicates the dealer had performed some adjustments on the mwc to where they lowered the stf height. Reports when the client left the facility, the device was equipped with anti-tip supports. Report indicated the end-user having removed the anti-tip supports shortly after having received the chair, and when performing a wheelie, the device fell over backward causing the end-user to strike their head on the pavement. Report indicaetd the end-user was tken to the hospital, but did not provide any information as to the extent of injury, or if any medical intervention was required. No claims or allegation of any product malfunction having occurred with all indications of inadvertent use error as being the cause.

Event description:
Received report that while the end-user was attempting to lift the front end of their manual wheelchair via a wheelie, the chair reportedly flipped over backward which resulted in the end-user striking their head on the ground resulting in an injury requiring medical intervention to address.